Event description:
During installation of the device, the user observed that the system's backup batteries were not being recharged as expected. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.